Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 44-48 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level and went to the emergency room (ER). Customer was treated with intravenous fluids of "deloxin" and saline and was released from the ER the same day, 5/14/2026 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Ultimately, the customer reverted to an alternate method of insulin therapy and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.